Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Pt wife reporting rcvr had a msg come up but could not remember what the exact msg was. Rcvr was not with them at the moment and said she would call back tomorrow to upload info to clarity to see what issue is.